Event description:
Caller reports that during a correlation study the following inform ii/laboratory results were obtained: 3.8 mmol/l and 5.4 mmol/l, 4.7 mmol/l and 6.3 mmol/l, 2.4 mmol/l and 3.3 mmol/l, 0.9 mmol/l and 1.8 mnol/l, lo (less then 0.6 mmol/l) and 0.1 mmol/l. The comparisons were performed on neonate patients. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).